Event description:
Ligasure exact dissector ref.# lf2019, lot# 83170127x, exp date 11/12/2020 was connected to ligasure machine #7 and hand piece was activated once and quit working. Additional bovie and hand piece # lf2019 was obtained and worked without problems. Bovie #7 was taken out of service for biomed to check.